Manufacturer narrative:
A review of the image result files showed that no errors occurred during testing. Initial testing with the pre-transfusion sample resulted as negative. Cell 1 (k+k+) visually appeared positive. The customer did not submit any products or samples for investigation. The immucor product investigation lab confirmed the presence of the k antigen on retention capture r ready screen 3 (crrs3), lot r258 using anti-k, lot qc # 1 diluted 1:256 and retention capture r ready indicator red cells (crrirc), lot 221904. Controls performed as expected and reagent red cells tested exhibited the expected reactivity. Retention products performed as expected. Customers were made aware of technical communication (B)(4) which advises customers to visually inspect all negative antibody screening and identification results on the echo prior to release of results.

Event description:
A customer reported that unexpected negative reactivity was obtained with capture-r ready-screen (3) test wells on the echo instrument ((B)(4)).